Event description:
It was reported, the camera head had a blue screen when using the electric hook. The issue occurred during cleaning and sterilization. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the repair center for inspection wherein the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable malfunctioned, causing the charge-coupled device malfunction and preventing normal communication, likely resulting in the image abnormality (occurrence of a blue screen). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a blue screen when using the electric hook. The issue occurred during cleaning and sterilization. There was no patient involvement.

Manufacturer narrative:
E1 (facility): (B)(6). The device was returned to olympus and evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.